Event description:
This pt was admitted for cycle #2 of hyper-cvad for mantle cell lymphoma. During chemo infusion, the clave was cracked while the chemo was infusing because the pt discovered his shirt wet. The clave was changed and no further leaking was observed. The pt washed his chest and there was no pt harm.